Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer (fse) evaluated the ventilator and confirm the alert code in the memory. Fse could not duplicate the alert code. A review of the ventilator diagnostic logs indicates a direct current (dc)-dc board failure. The fse reported that the dc-dc converter printed circuit board (pcb) was replaced. The ventilator passed all tests per manufacturer specifications at the time of service. One dc-dc board was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The board was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations. The dc-dc board tested satisfactorily. The investigation isolated the failure of the event to the intermittent dc-dc pcb failure; however, the returned component dc-dc pcb was analyzed and was testing satisfactorily. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 980 ventilator generated a background fault error code. The patient was transferred to an alternate ventilator with no patient harm.